Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 625 mg/dl which was addressed by a manual injection. Reportedly, the customer loaded a new cartridge and insulin delivery was resumed.